Manufacturer narrative:
Eval summary: primary notes state excellent restoration of the flexion and extension space with medial and lateral balance. A three phase bone scan was performed. Increased activity at the medial tibial plateau and anterolateral proximal metaphysis of the right knee were reported. The femoral component was not reported to be loose but was explanted. The tibial component was reported to be grossly loose. A small cavitary defect along the medial tibial plateau was identified upon removal. Root cause remains unk at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. The info provided on this form was previously submitted under manufacturing report number: 1822565-2014-00023.

Event description:
It is reported that the patient was revised due to pain and loosening.